Event description:
Philips received a report that a patient received 2nd and 3rd degree burns on the back of the first finger of the left upper limb and on the external surface of the left thigh of the patient. The patient required plastic surgery to treat the burns.

Manufacturer narrative:
Conclusion there is no indication of a malfunction of the mr system or coil used. The injury, 2nd and 3rd degree burns to the thumb and thigh is consistent with heating incidents caused by insufficient distance between body parts, a so-called skin-to-skin burn. Contributing factors: the patient was elderly. The thermoregulation of these patients is often impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation. 19 scans with high sar values (> 2 w/kg) were executed in a short period of time, allowing no cool down time for the patient. The total administered specific energy dose of 18.6kj/kg is extremely high for a patient with impaired thermoregulation. The instructions for use advises to avoid sed >3.0 kj/kg, preferably keep sed <2.0 kj/kg for those patients. H3 other text: incident occurred in jan 2024, was only recently reported to us and considered a use error. No indication for system contribution.